Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.

Event description:
Customer reported that he went to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of the emergency room visit was 600 mg/dl. Troubleshooting was performed, and the insulin pump appears to be programmed correctly. Nothing further was reported.